Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that two of the infusion sets they had used fell off of the customer's body. She also reported that the blood glucose went as high as 500 mg/dl and that they received a no delivery alarm. Upon pulling out the infusion set, they noticed that the cannula was bent. She reported that the sensor gave readings that were thirty points different from the blood glucose readings.